Manufacturer narrative:
The conclusion for this event (section h10) has been updated, no other update to the report s required since the initial assessment regarding the cause of the event remains the same , patient and procedural factors. The device was not returned to edwards infectiveness and no imagery was provided. Per the instructions for use (IFU), valve deployment in unintended location is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Per the procedural training manual: when crossing the native valve: ensure the flex catheter tip is flush with the thv for support during crossing. Be patient, do not force the thv, use short movements to prevent ¿jumping¿ of the thv into the ventricle, use rao or ap projection to ensure wire position is maintained in the ventricle. Note: the wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times. Release stored tension prior to thv deployment: thv may lock into the calcium when positioning creating stored tension in the delivery system, release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. A review of edwards infectiveness risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (horizontal aorta, tortuous anatomy, bicuspid valve) and procedural factors (device manipulation) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information received on (B)(6) 2019 and further medical review by a clinician determined to report the complaint against the delivery system for inflation difficulty instead of embolization against the valve. The following corrections were made: d1: "edwards sapien 3 transcatheter heart valve" to "edwards commander delivery system". D4 model #: "9600tfx26" to "9610tf26". D4 serial #: "(B)(6)" to "na". D4 lot #: "na" to "62130255". D4 expiration date: "10 jan 2019" to "15 april 2021". F10 device codes: "2923 and 527" to "1310 and 3038". The h6 codes and h10 narrative will be updated once the investigation is completed. The investigation is underway.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a [native mitral valve, native tricuspid valve, previously implanted mitral surgical valve, previously implanted tricuspid surgical valve, previously implanted mitral ring, previously implanted tricuspid ring) is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  The exact cause of the embolization was not confirmed, however may be due to patient factors (horizontal and tortuous anatomy) and/or procedural factors (device manipulation).    Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in taiwan, a 26 mm sapien 3 case in aortic position by transfemoral approach. There was a preprocedural bav performed. During a first deployment attempt, the sapien 3 valve mounted on the commander delivery system embolized into the ascending aorta. Since the balloon was not fully inflated and the valve was still on the delivery system balloon, the physician pulled it back across the arch and deployed the valve at the descending aorta. Another second 26 mm sapien 3 valve was implanted with a good result. The patient was hemodynamically stable during the procedure and sent to ccu. As per medical opinion, the embolization may be due to horizontal and tortuous anatomy, so the commander system had high tension.